Event description:
The facility rep reported a fail code 814:04. The hospital rep did not have info regarding whether there have been any reports of any pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 814:04 was confirmed. Recalibrated air in line printed circuit board in channel b an dc. Typically, this failure is related to the pump head module. This issue is currently being investigated under (B)(4), which was opened on (B)(4) 2005. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.